Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_ 13.2 implantable collamer lens of diopter -8.50 into the patient's left eye (os) on (B)(6) 2024 as a replacement lens. The patient experienced a low vault. The lens remains implanted. Reportedly "the lens remains in the eye and it will be exchange for a 13.7 size".